Manufacturer narrative:
Pod data indicated the pod operated and delivered insulin as intended during operation. Damage was observed on the exposed portion of the soft cannula. Insulin was observed to exit the fluid path at this damage. It could not be determined when or how this damage occurred. This damage cannot be confirmed as the cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 280 mg/dl while wearing the pod between 24 and 36 hours on the abdomen.